Manufacturer narrative:
One bivona tracheostomy tube was returned for analysis. A tear on the top of the neck flange near the center of the hub and the retaining ring was broken upon visual inspection. Review of the neck flange mold and parts in inventory did not identify any similar defects. Based on the evidence, the complaint was confirmed. The root cause is due to user interface as if attempting to remove the rotating or fixed connector could damage the tube.

Event description:
Information was received indicating that the flange of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube, a crack was found. Mold was reported to be observed in the trach. The plastic ring was taken out and cleaned. However, it was reported that after the third time cleaning the ring, it was observed to become detached. There were no reported adverse effects.